Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No com plaint received with return of device. Failure (event) observed during analysis. Analysis found insulation abrasion at 13.9cm - 14.1cm from the connector pin, exposing the ring electrode cables. The abrasion is consistent with that produced by friction with the ICD can.